Event description:
It was reported that during lap chole procedure, the device would not fire and got stuck in the closed position. The device was not locked on tissue. An competitor's product was used to complete the procedure. There was not patient consequence.

Manufacturer narrative:
Empty. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis results for the el5ml instrument found that it was returned empty and locked out, but the orange indicator did not show up completely. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.